Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that patient faced tape not sticking event on (B)(6) 2026 leading to bent cannula and insulin block alaram. No further information available.